Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H6: investigation summary: it was reported a spider was found in a syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with an insect inside. No other defects or imperfections were observed. A device history record review was completed for provided material number 301035, lot 3065196. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined.

Event description:
It was reported while using bd syringe 60 ml ll bns foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: during the assembly process, one bd syringe 50ml was found with contamination (insect), spider was found inside a syringe. Contaminated sample was segregated and scraped. This is only a notification and no formal corrective actions are required at this time.